Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse ran tt3 precision n=20 on patient, no errors. Mean=29.475, sd=0.568, cv=1.926%; so replaced wash syringe and ran ft4 precision on fresh patient following customer's specimen handling protocol, n-20, no errors. Mean=19896, sd=0.184, cv=0.926%, customer continued to run for the rest of day. On (B)(6) 2015, fse followed up onsite, instrument running with no <l on ft4 at this time. Since this was an intermittent problem, will leave call open and followup. On (B)(6) 2015, fse was onsite, installed new 2- and 3-way solenoid valves as well as 2 new wash probes, ran specimens, received 1 each <l on ft4 and psa, repeated and they came out normal. Fse got a new specimen syringe assembly and ordered a substrate syringe assembly. Once installed both, customer ran controls, and patient samples, including patients that previous reported <l, all results are good. On follow-up call, customer stated instrument running fine at this time, no <l flags. (B)(6) 2015, fse was onsite and verified proper tip pickup and sample handling, checked sample system for leaks, none discovered. Lubricated syringe with high vac grease and cleaned and lubricated sample arm. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was specimen syringe drive unit.

Event description:
On (B)(6) 2015, a customer reported on going issue <l ft4 with their aia-900 analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.